Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 301940 lot 1901125 to investigate for this record. Visual examination for the photo shows damaged product that seems to have been opened before arrival to the customer. As a result, bd was able to verify the reported issue. After the revision of the batch history review and registers of c-047 "revision of damaged material in handling storage procedures", bd has determined that no re-work was done with product of this batch. Bd has not been able to establish the specific root cause thereby incur the reported issue. The most probably root cause could be related to the storage or transport of the product after production.

Event description:
It was reported that packaging damage was found before use with syringes s2 2ml 23ga 1-1/4in. The following. Information was provided by the initial reporter, "the cover of the middle package damaged." 100 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging damage was found before use with syringes s2 2ml 23ga 1-1/4in. The following information was provided by the initial reporter, "the cover of the middle package damaged." 100 occurrences were reported.